Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent struts from row 1 on the proximal end of the stent were pulled and twisted proximally. The undamaged distal section of the crimped stent od(outer diameter) was measured which is within the maximum crimped stent profile measurement. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the full catheter length. A visual and tactile examination of the outer and mid-shaft section found no issues on the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-nov-2016.   It was reported that crossing difficulties were encountered.    The patient was diagnosed with single vessel disease. Vascular access was obtained via the femoral artery. The 90% stenosed, 17 mm in length, concentric target lesion was located in the mildly tortuous, mildly calcified, and 2.75mm in diameter left circumflex. After a non-bsc guidewire crossed the lesion and a non-bsc balloon catheter was used to predilate the lesion, a 3.00x12mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, the device was not able to cross the target lesion despite several attempts. The procedure was completed with another device. No patient complications were reported and the patient's status was stable.   However, returned device analysis revealed proximal stent damaged.